Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the event date of 14-jan-2025, there is no unexpected alarms/suspends. On the event date of 14-jan-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 82750 (8.275 u) and dailytotalofbolusinsulindelivered = 182500 (18.25 u) which is equal to the dailytotalofallinsulindelivered = 265250 (26.525 u). In further review of the formatted history file 2 days prior to the event date of 14-jan-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 01/13/2025 14:34:58.000 low battery alert was found on: 01/13/2025 04:43:00.000. Replace battery alert was found on: 01/13/2025 14:14:00.000 01/13/2025 14:24:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 29-jan-2025 at 3:59:00 am. There was no power data available for the date of 13-jan-2025. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.61 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 30 mg/dl and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1880, mmt-864a, mmt-332a. Troubleshooting was performed. Customer has been using the insulin pump system within 48hrs of reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-864a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.